Event description:
It was reported that the rear end cannula of an unspecified bd pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + get's stuck.

Manufacturer narrative:
Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform complaint lot history check due to an unknown lot number for broken cannula npe. Root cause is user related as the non patient end of the cannula broke during use of the product by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the rear end cannula of an unspecified bd pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + get's stuck.